Manufacturer narrative:
The reported issue only affects one attachment, tool 802, and only this part had to be returned to bte and evaluated. The simulator system performance is not affected once this tool is replaced.

Event description:
Patient was using the tool 802 attached to the simulator workhead when the end handle broke from tool, causing her arm to slip in which she then cut her forearm. The patient was taken to the doctor's office. The wound was cleaned and steri-strips were applied. The patient received a tetanus shot and an x-ray was taken to ensure no metal fragments were left in her arm. The patient then returned to clinic to complete the functional capacity evaluation (fce) as she stated she felt well enough and wanted to complete the testing.

Manufacturer narrative:
The customer received a replacement tool (attachment) on 5/4/2017 but for over three weeks did not send back to bte the tool involved in the incident. The tool was received at bte on 5/26/2017 leaving bte insufficient time to complete the investigation before 6/2/2017 - thirty days from the incident date. The reported issue only affects one attachment, tool 802, and only this attachment had to be returned to bte. The simulator system performance is not affected. Insufficient time to complete evaluation.

Event description:
Patient was using the tool 802 attached to the simulator workhead when the end handle broke from tool, causing her arm to slip in which she then cut her forearm. The patient was taken to the doctor's office. The wound was cleaned and steri-strips were applied. The patient received a tetanus shot and an x-ray was taken to ensure no metal fragments were left in her arm. The patient then returned to clinic to complete functional capacity evaluation (fce) as she stated she felt well enough and wanted to complete the testing.